Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 846mg/dl. It was stated that the customer had high blood glucose for the past day. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and the device passed the test. The mother stated that she disconnected the insulin pump from the customer and used manual injections, then once she reconnected the insulin pump, the customer's blood glucose went up again. The mother requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.